Manufacturer narrative:
The customer¿s report of unregulated flow was neither confirmed nor replicated. The pcu event log shows that at 8:35 am on (B)(6) 2017 the pump module was programmed to infuse dobutamine stress test 500mg in 250ml at 10mcg/kg/min (20.2ml/hr). The unit was then programmed for a 40 minute delay and put into standby. The log shows that eleven minutes after programming the door was opened and then the device was channeled off. There were no alarms prior to the device being channeled off. The volume recorded as being infused during this period was 0ml. Functional testing found the pump module to be delivering fluid within specification and there were no physical issues noted with the device. There were no anomalies or leaks observed with the primary set. All clamps were observed to be functioning properly. Unregulated flow was not observed when the returned event set was placed into the pump module. The root cause of the reported unregulated flow was not identified.

Event description:
The customer reported that the nurse programmed an infusion of dobutamine to infuse at 10 mcg/kg/hr, and then left the room with the pump on standby with a delay. The nurse returned to the room approximately six minutes later and found the patient vomiting and tachycardic. An unregulated flow of the dobutamine was observed despite the standby light visualized in the illuminated state. The nurse immediately clamped off the tubing and disconnected it from the patient whose vital signs and condition returned to baseline within a few minutes. There was no lasting harm to the patient.